Event description:
It was reported that customer experienced missing and cracked charging port cover and customer declined transfer or follow-up because pump was already out of warranty. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by customer or technical support, and record was kept for documentation only.